Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: date: (B)(6) 2011, inratio: 1.2, lab: 2.3. Pt 2: (B)(6) 2011, 5.3, 2.7. Pt 1's therapeutic range: 2.0-2.5 inr. Pt 2's therapeutic range: 2.0-3.0 inr.